Event description:
The caller reported damage to the pump housing and usb port, impacting their ability to charge the device, which resulted in a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.